Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing. No pacing inhibition was reported. Once the rv lead was removed and the new rv lead was connected to the existing pacemaker, noise with oversensing was still observed. It was determined that the source of the noise was the pacemaker header, not the explanted rv lead. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of noise and oversensing.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing. No pacing inhibition was reported. Once the rv lead was removed and the new rv lead was connected to the existing pacemaker, noise with oversensing was still observed. It was determined that the source of the noise was the pacemaker header, not the explanted rv lead. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned for analysis.